Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 823874-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and gravida I. (B)(6) 2007 test: urine pregnancy: negative. Concomitant products included ketorolac tromethamine (toradol) and midazolam hydrochloride (versed). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding."), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- total of 2 coils noted to be coming out of the right tubal ostium and a total of 5 coils noted to be coming out of the left tubal ostium. This lot 823874 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 823874-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and gravida I. (B)(6) 2007 test: urine pregnancy: negative. Concomitant products included ketorolac tromethamine (toradol) and midazolam hydrochloride (versed). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding."), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- total of 2 coils noted to be coming out of the right tubal ostium and a total of 5 coils noted to be coming out of the left tubal ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: new event were added: abdominal pain, back pain, joint pain and reporter information were updated and cluster ID were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 823874-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and gravida I. The (B)(6) 2007 test: urine pregnancy: negative. Concomitant products included ketorolac tromethamine (toradol) and midazolam hydrochloride (versed). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding."), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, arthralgia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: insertion details- total of 2 coils noted to be coming out of the right tubal ostium and a total of 5 coils noted to be coming out of the left tubal ostium. This lot 823874 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : events- "cramping, unusual periods" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding.") In a 34-year-old female patient who had essure (batch no. 823874-invalid) inserted for female sterilisation. The patient's medical history included parity 1 and gravida I. (B)(6) 2007 test: urine pregnancy: negative. Concomitant products included ketorolac tromethamine (toradol) and midazolam hydrochloride (versed). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- total of 2 coils noted to be coming out of the right tubal ostium and a total of 5 coils noted to be coming out of the left tubal ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding.") In a (B)(6) female patient who had essure (batch no. 823874) inserted for female sterilisation. The patient's medical history included parity 1 and gravida I. (B)(6) 2007 test: urine pregnancy: negative. Concomitant products included ketorolac tromethamine (toradol) and midazolam hydrochloride (versed). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- total of 2 coils noted to be coming out of the right tubal ostium and a total of 5 coils noted to be coming out of the left tubal ostium. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.